Event description:
During a rotational atherectomy procedure that when the burr was upsized from a 1.25 burr. The rotawire fractured. The wire fractured 5 seconds after rotation reached 170,00 rpm. This malfunction occurred outside the body. There was no patient complication or intervention required.